Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection. This pacemaker was explanted and taped to the patients neck to be used as a temporary pacing support. This is considered an off-label use, but was done intentionally. There were no additional adverse effects reported.